Event description:
Rec'd medwatch which states: "pt receives total parenteral nutrition via central line at night. In the morning, the rn attempted to disconnect tubing. Rn unscrewed luer lock connection, but the hub of the tubing stayed in the line. Pt seen by physician, who was unable to pull the hub out. Pt being transported to the facility in which the central line was placed for hopeful removal of hub and central line repair." In add'l info rec'd per phone conversation with the customer it was stated that a pt had been receiving total parenteral nutrition via a new type of needleless central line system. This pt rec'd total parenteral nutrition at night over 14-16 hours via unspecified plum pump. This particular morning after the total parenteral nutrition infusion had completed, the rn attempted to disconnect the tubing by unscrewing the luer lock; as she did, the tubing separated from the hub. No bleedback occurred. Rn could not remove the hub. The pt's md tried unsuccessfully to remove the hub with hemostats, causing cracking of the plastic. The pt had had multiple previous central catheters which became infected or clotted off, requiring insertion of new central lines. With repeated accesses required, this particular central line was his last possiblity for a central line access. Total parenteral nutrition was his only source of nutrition. He was sent to another facility where a repair kit for central lines was available; the line was able to be saved. No pt harm reported.